Event description:
A 69 year old insulin dependent diabetic indicated tha she has been receiving low results in the 31-41 mg/dl range. Because of these low results she visited the emergency room on three (3) separate occasions during a one (1) week period. On 9/7/97 at 8:30 am the complainant received a blood glucose result of 30 mg/dl. The complainant ate some sweets to bring her blood sugar up. At 10:00 am she was admitted to the ER with a blood glucose of 500 mg/dl. Check paddle results have been satisfactory and the instrument system was programmed with the correct program number. However, the customer was using reagent strips which were opened beyond the 4 month use age, as specified in product labeling.